Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit received without battery cap. Unit received with operating currents within spec and passed self test and displacement test. However unit alarmed intermittent pump error during rewind, problem isolated to motor assembly. Unable to perform seating, basic occlusion, occlusion, force sensor or verify insulin flow block alarms due to pump error 38. The motor was tested outside the device and failed. Unit received with minor scratched display window, case and keypad overlay.

Event description:
It was reported that the insulin pump alarmed insulin flow blocked. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump was for analysis.